Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a left superficial femoral artery intervention with a 6f sheath. Reportedly, the proglide was inserted and the footplate lever was lifted yet it did not feel right. The footplate was closed and the device removed. A needle looked as if it fell out of the place it was supposed to be. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿footplate lever was lifted yet it did not feel right¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported ¿needle looked as if it fell out of the place¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.